Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.2. Date: (B)(6) 2011, inratio: 4.6 (mid day), lab: 7.4 (8:00pm). Date: (B)(6) 2011, inratio: 4.9 (9:30pm), (lot #234526), inratio (new lot#). Date: (B)(6) 2011, inratio: 1.8, 2.3, inratio: 4.3, 4.3. Patient self tester had a sinus infection and took azithromycin for about 5 days before testing on (B)(6) 2011. The last day of antibiotics was (B)(6) 2011. Raised coumadin dose for 2 days on (B)(6) 2011 because of antibiotics. On (B)(6) 2011, the patient had leg pain and went to the ER to check for possible blood clot; nothing was found. Coumadin dose was held for 1 day. No bleeding, bruising or other symptoms. Patient was given vicodin in the hospital.